Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section g1 (address), and to provide the completed investigation results. As of (B)(6) 2025, the sample was not available for evaluation. If the sample is ever received, then the complaint will be reopened and updated accordingly. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the suture locked up which resulted in the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the arteriotomy locator, hemostasis sheath, carrier tube, and header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and fully rear locked. The carrier tube was found to have been cut between the latches. The carrier tube hub was subsequently opened to inspect the suture component. The suture was found to have been undeployed, and functional testing was performed by attempting to deploy the component. The component was able to be deployed, and no issue was identified with device deployment. The complaint was confirmed for withdrawal difficulty. The exact root cause cannot be determined. The likely cause was determined to have been insufficient force applied during device withdrawal resulting in difficulty with suture deployment/device withdrawal. The device history record (DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: staff technologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after completing a left heart cath with grafts, a groin shot was taken, and the involved angio-seal device was opened. The sheath portion was inserted into the arteriotomy. Blood return was not present. The sheath was removed and flushed. It was reinserted and some blood return was present. The dilator was removed, the angio-seal device was inserted. After doing the proper clicks, the device was unable to be removed for the sealing portion. The device was cut between the green and white angio-seal arrows. The device was then pulled back, and closure was successful. The blood loss was less than 250cc's. Additional information was received on 17jan2025: the patient was stable. The sheath size was a 6 french. There were no issues with access. The issues with the device were stated before, no blood return on initial insertion of the sheath. No equipment or other devices were used with the angio-seal.